Event description:
It was reported that the pt experienced a surging and painful stimulation sensation while the neurostimulator was on. There was no known accident or incident related to this event. It was noted that neither pt movement nor palpation of the device caused changes in stimulation. Impedance measurements showed values >3600 ohms. The pt was scheduled for a revision on (B)(6), 2011. Add'l info was requested and a f/u report will be sent if obtained.

Event description:
Additional information. The stimulation stopped working following a fall. An x-ray was taken but the results were not known. The reporter stated the patient elected to have the device removed.

Manufacturer narrative:
(B)(4).